Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a connecting tube. The customer reports that blue end of tubing pops off. No patient injury or ill effects.

Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. There were no samples submitted with this complaint therefore the reported condition could not be confirmed. A review of the process line where the product is being manufactured was conducted and revealed that the most likely root cause for the condition is due to a lack of solvent dispensed and applied inconsistently on the area where tube made contact with the connector; due to occlusion in the solvent injection, there were parts where the solvent is not totally applied. A formal corrective and preventative action (CAPA) has been opened to address the issue and is currently in process. As a containment action, production personnel were notified about the condition to heighten awareness. A quality alert was posted at the production area to notify the personnel involved in the process about the condition and a functional stress test will be conducted hourly. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.